Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. On 2015-(B)(6), the superior vena cava (svc) coil impedance spiked to over 200 ohms. (B)(4)

Event description:
It was reported that a device alert was triggered due to high superior vena cava (svc) coil impedance. The right ventricular (rv) lead was reprogrammed with the svc coil turned off. The lead remains in use and will be replaced at another date. No patient complications have been reported as a result of this event.